Event description:
The customer reported an interrupted therapeutic plasma exchange (tpe) procedure of a patient, rinseback was not possible. The consequence was an interrupted patient treatment. Patient information is not available at this time. The disposable set is unavailable for return for evaluation. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
No medical intervention was required for this event. The patient's identifier number is u/m (B)(6).

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the run data files were reviewed for this event. The cause of the inability to continue the procedure may be related to a software issue, causing a software consistency error. The specific issue which caused the system to "hang" has been noted to occur at a very low rate. Root cause: a definitive cause remains undetermined; the cause of the interruption to the procedure may be related to a software issue. Corrective/preventive action: installation of software version 5.1 has been carried out since the issue occurred. Testing during version 5.1 development showed no additional occurrences of the issue noted.

Manufacturer narrative:
(B)(4). The device history record was reviewed. Nothing was found that was related to this event.